Event description:
The customer states the provue gave a negative result for a sample that was weak positive in manual gel and had a history of anti-e. No erroneous results were reported. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On 7-25-2014 an ocd field engineer (fe) arrived at the customer site and found that the test was correctly done by the provue and the reading was also good as there was no reaction on the card. The root cause of this event could not be determined.